Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's devices were having interference with newly implanted devices. The patient tried and tried to get things fixed but things were not working and she was still having really bad issues. The patient clarified that she has 2 pain stimulators, one for upper body and one for lower body that were added this year in (B)(6) 2018. The patient noted that ever since she got the lower stimulator all the rest of her devices went crazy. The patient also mentioned that since getting the lower stimulator, when she tried to use her ins, she noticed a real bad buzz. The patient also indicated that she was having bladder and bowel issues, discomfort, and felt like she had to push all the time, and was wetting again. It was reported that if she turned her lower stimulator off, her bladder and bowel symptoms and wetting resolved. The patient confirmed that she really wanted her ins to work but when she turns her lower stimulator off, her pain comes back. It was noted that the patient talked with her health care professionals about this and they said the leads were far enough away, they did not think there were broken leads, and everything looked good. There were no further symptoms or complications reported or anticipated.